Manufacturer narrative:
The device was not returned to zoll; however, the customer returned the patient clinical data. A review of the clinical data found that the device measured a high patient impedance during the defib charging time. This type of high impedance is typically a result of poor coupling to the patients skin or a lack of conductive gel used with defibrillator paddles. The clinical data showed that the clinical switched from paddles to electrode pads and continued to treat the patient. The investigation is being closed as device met specification.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.